Event description:
On (B)(6) 2011, the patient's programming history was reviewed and the patient was last programmed to output=1.5ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=2ma/magnet pulse width=250usec/magnet on time=60sec on (B)(6) 2010. The last diagnostics was a normal mode diagnostics performed on (B)(6) 2011 which showed output=ok/lead impedance=ok/impedance value=2220ohms. The battery life tables were used to estimate how much life the battery has left and it was found that the battery should have approximately 10 years until ifi=yes. Good faith attempts for additional information from the physician have been made but no further information has been received to date.

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns patient's mother called him sometime in (B)(6) 2011, claiming that the patient was having trouble sleeping. Therefore, the physician ordered a sleep study. A pulmonologist performed the sleep study and reported that the vns is cutting off the oxygen during stimulation and is also causing scarring and an increase in seizures. The vns treating physician decided to have another sleep study performed with the vns programmed off to see if the same results are present. On (B)(6) 2011, the manufacturer's consultant reported that the pulmonologist stated that the patient has left vocal cord paralysis, which was discovered through an ultrasound. The patient's mother reported that 17 other physicians support the vocal cord diagnosis. The physician is trying to obtain the results from the sleep study when the vocal cord paralysis was determined, from around (B)(6) 2011. The patient's settings are currently output=1.5ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=1.75ma/magnet pulse width=500usec/magnet on time=60sec so the physician is opting to lower the frequency to 20hz and the current to possibly 1ma, but leaving the magnet at the same settings. The physician reported that the patient has not seen an ear/nose/and throat physician for confirmation of the diagnosis. The consultant is requesting additional information from the physician concerning these events but no further information has been received to date.

Manufacturer narrative:
Analysis of programming history.